Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed, and the pump performed as intended. Customer successfully resumed insulin deliveries after the system check. Additionally, it was reported that intermittent resistance was experienced when filling the cartridge with insulin with multiple cartridges. Reportedly, the customer successfully filled the existing cartridge with the original needle. Customer's blood glucose level was 180-200 mg/dl.